Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend (vse) associated with this complaint. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the logs for the reported procedure confirmed one vse instrument was used on reported procedure date of (B)(6) 2021 on system sk4638. The vse is single use and therefore had 0 lives remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, fragment(s) from a vessel sealer extend instrument fell inside the patient. All fragments were retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure there were a few instrument collisions, which caused the enamel of the vessel sealer extend instrument to break. This caused pieces of the instrument to break off into the patient. Per reporter, the reported issue occurred dissecting and the broken fragment(s) were retrieved with a laparoscopic instrument during the same procedure. The or staff straightened the wrist upon removal and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made several attempts to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.